Manufacturer narrative:
Product analysis :performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of loss of capture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: mc2avr1-delsys delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that after the implantable pulse generator (ipg) implant procedure. Loss of capture was observed. The patient experienced palpitation/chest discomfort. Pacing failure was confirmed and continued for about fifteen seconds and the patient coughed. The device was reprogrammed and the pacing was captured. Communication failure was observed, with the device. Post-discharge: the threshold was noted, to be increased. The patient had their heart rates at thirties beats per minute and was pacing below the programmed lower rate. Pacing failure was observed, on the device. No further patient complications have been reported, as a result of this event.